Event description:
The device was returned due to a broken battery door. The results of the investigation found that the device failed occlusion testing. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The device failed occlusion testing. Internal inspection found the clutch, leadscrew, worm gear, worm coupling and thrust bearing to be worn. Also found the barrel clamp guide was cracked. Replaced all damaged and worn parts as well as barrel clamp rod and spring to complete the fc048 remediation. Recalibrated all sensors.